Event description:
According to the facility, a 6 fr temperature-sensing foley catheter that had been in place for approximately 10 days was found to have developed a crack and was leaking. The facility reported that the catheter had "quit working" prior to the leak being noticed. The staff also noted that the buddy the brave securement device included in the 6, 8, and 10 fr kits does not adequately secure temperature foleys, which may allow the catheter to twist and potentially contribute to catheter damage. The crack and leak were visible on the catheter. The defective catheter was removed once the leak was identified and replaced with a new foley.

Manufacturer narrative:
According to the facility, a 6 fr temperature-sensing foley catheter that had been in place for approximately 10 days was found to have developed a crack and was leaking. The facility reported that the catheter had "quit working" prior to the leak being noticed. The staff also noted that the buddy the brave securement device included in the 6, 8, and 10 fr kits does not adequately secure temperature foleys, which may allow the catheter to twist and potentially contribute to catheter damage. The crack and leak were visible on the catheter. The defective catheter was removed once the leak was identified and replaced with a new foley. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.